Event description:
Upon insertion of a 5f introducer into the venous system and a 6f into the arterial system the pt developed a severe anaphylactic reaction. The pt was stabilized and the 6f replaced by a 8f and the anaphylactic reaction reoccurred. Both sheaths were removed and the procedure was unable to be completed. The pt was taken to the ICU for stabilization.